Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Patient had a mako uni and patella femoral replacement on (B)(6) 2017 and recently presented with persistent pain. Doctor removed implants and revised with a total knee. This pr is generated for (B)(4).

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. A review of the DHR associated with rio 119 found the pt review successfully passed, all associated nprs have been closed. Based on the device identification (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were other reported events ((B)(4), (B)(4), (B)(4) and (B)(4). Conclusion: device inspection could not be performed; no log files or session data was provided due to hospital policy. The device was not returned for evaluation.

Event description:
Patient had a mako uni and patella femoral replacement on (B)(6) 2017 and recently presented with persistent pain. Doctor removed implants and revised with a total knee. This pr is generated for (B)(4).